Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh780 hematology analyzer generated an erroneously low platelet (plt) result of 78 x 10^3 cells/l for one patient sample. No instrument flags were generated. The erroneous result was not reported out of the laboratory. There was no death, injury, or change to patient treatment attributed to this event.

Manufacturer narrative:
Sample collection and storage information was not provided. Qc information was not provided. The field service engineer performed verification inspection procedures on the instrument and found no issues with background counts and blanks at 2fl mark. Controls and patient runs were acceptable during instrument verification. Root cause for the low platelet recovery is unknown. However, the patient specimen contained platelet clumps, as exhibited via manual smear, which are known interferences for the plt parameter.